Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 295 mg/dl during the phone call. The customer also stated she had an unrelated infection at the time. The infusion set was changed prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. The programming was also correct. It was explained that the insulin pump was operating as designed but it will be replaced at the medical doctor's request.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.